Manufacturer narrative:
(B) (4): upon visual evaluation, one side of the lower shaft is cracked, and a piece of the shaft is broken off below the pivot pin and not returned for evaluation. Optical examination of the fracture discovered a fairly brittle fracture. Lower jaw visually appears out of alignment with upper jaw, suggesting excessive rotational force. Additionally, the 45 degree angle of the crack on one side also suggests failure due to rotational forces. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive rotational force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the jaw of the instrument was loose and a piece of the metal was missing at the top of the instrument. Although the instrument was used intraoperatively, no pt complications were reported.